Event description:
It was reported that during use of the device for a surgical procedure, the perfusionist (ccp) was having issues with the lids falling off of the roller pumps on the perfusion system. The device was not changed out. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Eval is in progress, but not yet concluded. This complaint is an ongoing issue being reported by this customer during their six month preventative maintenance (pm) inspection of this equipment. This complaint is related to the following MDR numbers: 1828100-2013-01083, 01084, 01085, 01087, 01088, 01089, 01090, 01091, 01092, 01093, and 01094. The field service rep (fsr) replaced the pump lids, tested the pump operation pertaining to the occlusion and pump lid operation and control of the roller pump. The system operated to MFR specs and was returned to clinical use. The fsr downloaded the data logs and returned the suspect lids to the MFR for further eval.